Manufacturer narrative:
H3 other text : the device remains implanted in the patient.

Event description:
It was reported that five months after the subject stent implantation procedure, there was parent artery stenosis in subject flow diverter stent (stenosis rate: >50-75%) per dsa. No additional information available.

Manufacturer narrative:
H4 manufacturing date ¿ added, d4 expiration date - added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that five months after the subject stent implantation procedure, there was parent artery stenosis in subject flow diverter stent (stenosis rate: >50-75%) per dsa. No additional information available.